Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-03741. It was reported that the patient was no longer receiving effective stimulation from the scs system. Patient did not allow the manufacturer representative to reprogram the scs system and requested scs system explanted. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2, reference MFR.report#1627487-2018-03741. Additional information identified patient declined further troubleshooting. Surgical intervention was undertaken wherein the scs system was explanted.